Manufacturer narrative:
Device was tested repeatedly for over-run and alarmed correctly each time. Unable to confirm complaint.

Event description:
Info indicates that pump continued to function after food was gone. There was no alarm indicating air in the line.